Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the device jaws were stuck and on tissue and unable to be opened. The device firing steps had not yet been initiated. Read steps to open device jaws. Caller reported that the device had been loaded with a 45mm reload rather than the appropriate 60mm reload. All suggested steps to open device jaws unsuccessful. Additional information requested and received: how long was the procedure prolonged as a result of the device issue? How was the case completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The case was delayed 40 minutes. Another incision for another port was required. New echelon stapler used to dissect bowel. No post op complications except another incision for port requiring more skin staples and potential for post op issue due to another incision.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the device was clamped on tissue and would not fire or release from tissue. The device had inadvertently been loaded with a forty-five millimeter blue reload instead of a sixty millimeter reload cartridge. The or staff attempted to remove the device as instructed by csc rn, to no avail. The surgeon used another endocutter device laparoscopically to cut around the complaint device to remove it from the procedure. The case was ongoing at the time of the call.

Manufacturer narrative:
(B)(4). Batch # m53v3j: the analysis results showed that one ec60a device was returned with no visual non-conformances and with an ecr45b cartridge reload loaded on the device. The reload was noted to be unfired. It should be noted that a 60 mm device is designed to work only with 60 mm cartridges, for further loading instructions please refer to the echelon flex 60 mm IFU. The device was tested for functionality in the articulated position with a test reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.